Event description:
It was reported that during a procedure of the moderately calcified, mid right coronary artery, the rx vision stent delivery system was advanced and attempted to be deployed in the anatomy when it was noted that the stent implant was not on the balloon. The stent was thought not to have been on the delivery system prior to usage; it was not located in the anatomy during examination. The location of the stent implant was not determined. There was no reported clinically significant delay in the procedure due to the device issue. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned rx vision stent delivery system (sds) noted blood in the guide wire lumen and on the loosely folded balloon. There was contrast in the inflation lumen and balloon. This is consistent with the reported information that the product was advanced over a guide wire, inserted in the patient anatomy, and the balloon inflated. There was contrast in the inflation lumen and balloon. The stent implant was dislodged and not returned. The balloon had crimp marks between the markers indicating that there was a stent crimped onto the balloon and that the stent implant was properly positioned at the time of manufacture. There was no damage noted to the sds. The protective sheath was not returned. Since the stent was not in the anatomy, it may have been dislodged prior to use and was reported as missing. Stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. It is possible that the stent was inadvertently dislodged on the floor or dislodged and stuck in the protective sheath, although this cannot be confirmed. It should be noted the rx vision instructions for use (IFU) states: prior to using the multi-link vision rx or multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information received, the catheter was not inspected prior to use as instructed, as the stent dislodgment was not noted until the sds was advanced to the lesion and the balloon was inflated. Review of the lot history record was performed and there were no non-conforming material records associated with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents reported for missing component for this lot. There was no indication of a lot specific product quality deficiency. In this case, based on the information received with this complaint, the review of the manufacturing records and the analysis of the returned product, a definitive cause for the reported stent dislodgement cannot be determined. All stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.